Manufacturer narrative:
(B)(4).

Event description:
The receiver was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and failed due to receiver could not boot up and\or communicate. An attempt to download the log failed due to receiver could not boot up and\or communicate. The receiver was opened and an internal visual inspection was performed and failed due to moisture damage on the main circuit board. Speaker resistance was measured and was within specification. The allegation was undetermined. A probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.